Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the screen was cracked. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer reported the insulin pump was not delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, displacement test and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and stained endcap sticker. No cracks at display window noted.